Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. The lot number is unknown; therefore, a review of the device history records could not be conducted. Additional information is being requested; a supplemental report will be filed if new information is received. Cyclodialysis cleft and microstent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A surgeon informed ivantis of a cyclodialysis cleft in a referred patient who had been previously implanted with the hydrus microstent on (B)(6) 2021, in the left eye. The implanting surgeon and preoperative information are not available. On (B)(6) 2021, the consulting surgeon examined the patient; the patient's unmedicated intraocular pressure (iop) was 8 mmhg. On (B)(6) 2021, the referring surgeon repaired the cyclodialysis cleft and repositioned the microstent. Postoperative medications included a tapering dosage of topical steroids and antibiotics. On (B)(6) 2021, the patient's unmedicated iop increased to 22 mmhg. At one week postoperatively ((B)(6) 2021), the patient's iop decreased to 19 mmhg. The patient is scheduled for a follow-up visit on (B)(6) 2021.